Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 305u21 porcine heart valve (B)(6) 2008; 5076 implantable pacing leads (B)(6) 2009; 4195 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient was unhappy that their implantable cardioverter defibrillator (ICD) lasted only four years. The device remains in use. No patient complications have been reported as a result of this event.